Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a posterior capsular tear occurred during a laser assisted cataract procedure. The lens capsule tore upon entering the eye. The patient required a vitreo-retinal referral. The nucleus dropped into the vitreous cavity. A vitrectomy was performed and an intraocular lens (iol) was inserted. Patient is reported to be doing well.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).